Event description:
It was reported that the infusion set exhibited multiple occlusions shortly after starting the pump. Mild to moderate ketones were noted. The pump was removed, a manual insulin injection was given, and the pump was recently restarted with novolog. There was patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.